Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event and was treated with vancomycin (500 grams, route, duration and frequency not reported) and amikacin injection (100 mg, intraperitoneal, duration and frequency not reported) for peritonitis. At the time of this report, patient has recovered from the event and pd therapy was ongoing. No additional information is available.